Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was received in its original packaging and was found in backup vvi mode. The device was sent to the vendor for analysis. The cause for the backup could not be determined. (B)(6). No complaint was received with the return of the device. Failure (event) observed d during analysis.